Manufacturer narrative:
Upon receipt the lead was found cut 50 cm proximal to the lead tip. A distal lead fragment was received for analysis. An explantation aid was still inserted in and mounted on the distal lead fragment. The performance of the lead fragment was scrutinized, including a visual inspection. Multiple signs of abrasions were detected on the leads body, in particular between 7 and 3 cm proximal to the lead tip the outer and inner insulation were noted damaged. These damages are assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like multiple cuts into the insulation between 38 and 15 cm proximal to the lead tip and the in this region deformed insulation as well as the between 15 and 6 cm proximal to the lead tip with cuts damaged insulation and stretched outer conductor coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.